Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Suspected cause was due to customer forgetting to turn sleep mode on resulting in control iq delivering multiple automatic boluses. Customer consumed carbohydrates to address bg. Customer acknowledged that pump was working as intended.